Event description:
It was reported to philips that while attempting to charge the mrx defibrillation (pressing "charge" button) for use on a patient, the defibrillator spontaneously restarted and the message "power interrupted" appeared. After that the device was connected to electric mains power and another attempt to charge was made, but without success. During this time, the battery indicator showed total charge. An operational check performed by the customer's technical support just after the incident passed successfully and an attempt to charge succeeded after removing the battery and connecting the device to electric mains power. The involved patient was in a rehabilitation department for a couple of days after surgery, when a necessity to use the defibrillator occurred. The information currently submitted to philips indicates that when searching for another working defibrillator, the patient has died. Further information has been requested regarding the event and patient outcome.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.